Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that during a procedure, the tubing was leaking where it connects to the battery. It was further reported that it was unclear how the product was being used at the time of the event or if the event had occurred more than once. It was also unclear how the event was resolved or if the product had been exposed to adverse environmental conditions. The patient was not affected by the event.